Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced during advancement and the device may not be advanced out of the introducer sheath. Forceful advancement against the resistance likely contributed to the kinks and fracture near the pusher assembly mid-joint. Due to the pusher assembly fracture, the device was unable to be functionally tested. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left middle cerebral artery (mca) using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, the physician inserted the introducer sheath of a smart coil though the rotating hemostasis valve (rhv) and into the hub of microcatheter. The hospital tech attempted advancing the coil into the microcatheter, but the friction lock would not release the pusher assembly. The physician attempted to advance the coil as well but could not, and the pusher assembly kinked. Therefore, the smart coil was removed. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.